Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon leak/rupture was not confirmed; however, a shaft tear was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was heavily tortuous and heavily calcified. During the attempt to implant the stent, the 4.0 x 12 mm xience prime stent delivery system (sds) balloon became ruptured. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the xience prime stent delivery system (sds) balloon rupture occured during kissing technique with a non-abbott stent. The xience prime stent was retracted, still undeployed, with the sds. Another stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.